Event description:
It was reported that the ilet displayed recurring alert 32 indicating delivery motor communication and the user experienced hyperglycemia up to 290 mg/dl, after which the caregiver reverted to backup therapy with subcutaneous insulin and the device was slated for replacement. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with mechanical issues identified consistent with a delivery motor communication fault. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.